Event description:
It was reported that the delivery system separated in two pieces after removing the yellow protective sheath. The sheaths were removed per instructions for use and there was no reported resistance. There was no patient involvement. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported delivery system separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.